Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, on (B)(6) 2025, the patient underwent right jugular percutaneous selective venous catheterization. On the event day, when the patient was undergoing hemodialysis, the hospital staff found a small amount of blood leaking between the patient's catheter and the extracorporeal circulation. Upon inspection, it was found that the cvc (central venous catheter) venous end thread was cracked. The nurse immediately reported it to the doctor on duty, who returned the blood and removed the machine. The catheter was not repaired. There was no instrument used to loosen or tighten the device, and tego was not utilized. The insertion site was not treated prior to product placement. The hospital staff immediately contacted the superior to replace the threaded tube. There were no patient symptoms or complications associated with the event. There was no reported patient injury.